Manufacturer narrative:
The hcg + b reagent expiration date was 31-may-2021. Calibration signals were slightly lower than expected. Qc was acceptable. The customer used a centrifugation time/speed of 5 minutes at 4150 rpm. This centrifugation speed may not be appropriate for the type of sample tube the customer uses. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Manufacturer narrative:
The field service engineer (fse) did not find an issue. The system was checked and instrument performance test results passed.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg + b (hcg+b) on a cobas 8000 e 602 module. The initial result was 15.33 miu/ml. This result was reported outside of the laboratory. The repeat results were both 0.100 miu/ml. The hcg + b reagent lot number was 454060. The expiration date was not provided.